Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited an premature battery error message. A request was made to have technical service (ts) consultant review data from the device analyzed. Ts confirmed that the power consumption in the device is increasing abnormally. Recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited an premature battery error message on the latitude website. A request was made to have technical service (ts) consultant review data from the device analyzed. Ts confirmed that the power consumption in the device is increasing abnormally. Recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was explanted. A new device was implanted successfully. Besides surgical intervention no adverse patient effects were reported. New information was received that this explanted device is being returned to kerkrade.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited an premature battery error message on the latitude website. A request was made to have technical service (ts) consultant review data from the device analyzed. Ts confirmed that the power consumption in the device is increasing abnormally. Recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was explanted. A new device was implanted successfully. The explanted device is expected to be returned for analysis. Besides surgical intervention no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.